Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue.  Physio downloaded the electronic records from the event and through analysis of those records was able to confirm that the device did lose power.  As a precaution, physio replaced the system pcb assembly, main keypad assembly and the system pcb/interface pcb flex cable assembly.  After observing proper device operation through functional and performance testing the unit was then returned to the customer for use. Physio-control then became aware of a second event involving this device, as reported in medwatch report number 3015876-2017-00924. Physio again evaluated the customer's device and was able to verify the reported issue.  Physio was able to duplicate the loss of power during testing.  Physio determined that the cause of the reported issue was that the lower battery pin in battery well #1 was loose.  Physio then tightened the device's battery pins and confirmed proper device operation through functional and performance testing.   The device was then returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that during an event, the display on their device flashed six (6) times before powering off by itself.  The customer was able to manually restore power by pressing the on button.  The customer advised that the device had fully charged batteries installed at the time of the event.   The patient, an (B)(6)-old female, was being monitored at the time of the event and there were no reported adverse effects reported as a result of the reported issue.